Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the device was failed and was not detected on bus. The customer reported that they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce ,which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and was not detected on bus. A field service engineer (fse) reported that during the initial inspection of the station, auxiliary drawer 6 had failed and was not detected on the bus. Inspection of the back of the drawer showed that several indicator lights on the pyxis bus module control board were not lit compared to other pyxis modular controller boards, so the board was replaced. The customer then verified the drawer¿s functionality, and it operated without any issues. The system functioned as intended after the field service engineer repaired the device.